Event description:
It was reported that a pt, who had received an implant in 2010, suffered from a periprosthetic fracture on the (B)(6) 2012 and had to be revised with an exeter stem. As the pt reportedly suffered from pains ever since he fell (trauma), the surgeon assumed that the stem might have become loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.